Event description:
The reporting surgeon identified the causative factor for the endophthalmitis cases to be something associated with the operating room. He did not provide any details. He does not believe the events were associated with the intraocular lens.

Event description:
A surgeon reports observing post-operative endophthalmitis with a web-like apperance following intraocular lens (iol) implant surgery. Additional information has been requested. The association between this report and the iol is not known.